Event description:
It was reported that the preloaded monocular intraocular lens (iol) didn't look correct and the provider requested a new iol for use on patient procedure. The lens did not touch the patient. Disposed of by operating room staff. No further information is available.

Manufacturer narrative:
Section a2, a4,and a5: unknown, asked but not available. Section d6a: not applicable as the lens was not implanted. Section d6b: not applicable as the lens was not implanted; therefore, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.